Manufacturer narrative:
Updated data: b5., h6., additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold in the valve frame of the first and second attempted valve was noted at 80% deployment. The valves were never fully deployed. The aortic regurgitation was noted to be severe valvular aortic regurgitation. A procedural delay was noted to have occurred as a result of the infolds. Of note, there was no misload identified when preparing either of the valves.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. The patient¿s executive summary was included permitting a full anatomical assessment. Patient¿s aortic valve appeared to be significantly calcified with protruding annular calcium extending to the left ventricular outflow track; annulus perimeter measured 74.3mm with a perimeter derived diameter of 23.7mm suggesting a 29mm valve. Bilateral iliofemoral arteries appeared to be calcified with diameters <(><<)>5mm. As stated in the instructions for use (IFU): patients must present with transarterial access vessels with diameters that are =5.0 mm when using model d-evolutfx-2329. In this case, transfemoral access was prohibited. Evidence suggests that right transfemoral access was used after a peripheral intervention was performed, a stent was implanted followed by balloon angioplasty. Fluoroscopy valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. During the implantation attempt, under expansion and a suspected infold prompted a recapture. Per medtronic best practices, if a valve is under-expanded, the system should be removed, pre-dilatation performed, and a new valve implanted using a new delivery system. The under expanded valve was not implanted, and fluoroscopy valve load inspection of the new valve was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the IFU, if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was attempted to be implanted resulting in infolding as it is suspected during partial deployment of the valve. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The valve was removed, and another pre balloon aortic valvuloplasty was performed with a larger balloon. Fluoroscopy valve load inspection of the third valve was confirmed a good load. The valve was then implanted after only one deployment attempt at a depth of 6mm on the non-coronary cusp, and 6mm on the left coronary cusp. Final angiogram reveals a well expanded valve and possible mild aortic regurgitation/paravalvular leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1., b2., h1., additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0012728269); product type: 0195-heart valves; product ID: l-evolutfx-2329; (lot: 0012659409); product type: 0195-heart valves;product ID: d-evolutfx-2329; (lot: 0012728269); product type: 0195-heart valves; product ID: l-evolutfx-2329; (lot: 0012659409); product type: 0195-heart valves; product ID: evfxplus-29 (r076639); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, a significant protruding calcium nodule from the annulus into the left ventricular outflow tract under the non-coronary cusp was identified. An 18 millimeter (mm) balloon aortic valvuloplasty was performed to pre-dilate the area. The first transcatheter aortic valve evfxplus-29 was deployed to 80%, at which point a constrained valve and significant aortic regurgitation were observed on aortogram, and infolding of the valve was identified. The valve was removed, and a second transcatheter aortic valve evfxplus-29 was prepared and deployed to 80%, resulting in the same findings of valve constraint, significant aortic regurgitation, and infolding in the same position as the first valve. This valve was also removed. Amore aggressive 20 mm balloon aortic valvuloplasty was then performed, and a third valve was prepared and deployed with no infolding observed. No impact to the patient was reported, and the patient outcome was alive with no injury. No patient complications have been reported as a result of this event.